Event description:
The customer reported the system displayed a collision detection error and then system shut down. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The error could not be duplicated. Observed case while system was in use. Advised customer not to use ii or tube handles to move entire c-arm. The system was found to be working as intended, and put back into service.